Event description:
It was reported that a fracture was identified in a biliary stent implanted in the right subclavian vein. Another stent was placed within the fractured stent. The pt is reported to be doing well.

Manufacturer narrative:
The lot number and images were provided. The investigation is currently underway.